Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return sample and archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/25/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: *cite customer complaint # (B)(4) after immunizing a client with hpv vaccine, while putting on the safety, the needle flew off the end of the syringe & landed on the floor. The safety was on just prior to detachment so no one was impacted. The syringe appeared intact & the needle was properly attached by writer when drawing up. Query product concern with the needle.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.